Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised to addressed painful left hip arthroplasty, osteolysis secondary to metallosis. Patient alleged some episodes of instability, stiffness, popping and xrays demonstrated acetabular component a significant ostial lysis in zone 1 and 2, al fibrous tissue and debris were removed. Cup was approximately 50 degrees of abduction and 20 degrees of anteversion, the interface between the bone and cup was broken then the cup was removed. Femoral component was found to be grossly loose and easily removed by hand. After removing it significant proximal metaphyseal bone loss was appreciated in the femur. Doi: (B)(6) 2008 ; dor: (B)(6) 2019 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation record stated that patient was implanted with asr but previous medical record stated that not an asr was implanted. Patient had elevated metal ion, loss of mobility, suffering economic loss, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.